Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. On (B)(6) 2024 the customer went into diabetic keto acidosis and called an ambulance. Customer was transported to the emergency room and was subsequently admitted into the hospital with a blood glucose level of 400 mg/dl and high ketones. Customer was treated with intravenous fluids of saline and insulin, which resolved the issue, and the customer was released (B)(6) 24 with no permanent damage. Tandem technical support walked caller through a pump system check and confirmed pump is functioning as intended.